Manufacturer narrative:
The customer also reported that ventilator is working fine with no other issue. The alarm was corrected by pressing the suction button and terminated the suctioning. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that avea was alarming circuit occlusion when suctioning the patient. The customer confirmed that there was no patient involvement associated with the reported even